Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. The reported product is not expected to be returned as the customer discarded the product. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported unspecified ¿wrong values¿ when scanning the adc freestyle libre 2 sensor. Customer further reported experiencing a decrease in vision in both eyes, and having contact with an hcp who confirmed a ruptured blood vessel that could be the result of hyperglycemia. Customer was provided eye drops and scheduled to have lasering performed at the hospital to attempt to stop the bleeding. There was no report of death or permanent injury associated with this event.